Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found split tubing through pinch valve pv37 which caused the leak. The tubing was replaced to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 10 ml from the coulter lh500 hematology analyzer during shutdown. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.